Manufacturer narrative:
Evaluation summary: log file review - it was determined, upon log file review, that there were no changes in the transmembrane pressure until the end of treatment when the clotting was observed. Production record review - the machine was not returned; however, was evaluated at the location. The machine functioned as expected. An investigation of the device history record was conducted. There were no deviations or nonconformance's noted during the manufacturing process. Note: this report was initially filed on (B)(6) 2019. It was discovered on (B)(6) 2019, after discussions with cdrh emdr, that the report failed transmission due to use of an expired revision of "esubmitter" that had been installed. This MDR report was initially filed on time, however, it is being re-submitted to ensure confirmation of the submission.

Event description:
It was reported that the nursing staff was unable to return blood to the patient due to clotting. It was noted that there was a blood loss volume of roughly 150-200ml in total. The patient was already in the ICU prior to this event; however, the blood loss did require the patient to receive a transfusion of a unit of blood. The treatment ended with six minutes remaining. There were no issues noted with the machine or supplies during treatment. Based on the information available, this event does not appear to be device related.